Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the level sensor was giving false alarms. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the perfusionist, the issue was intermittent for multiple perfusionists. As mitigation, the staff made sure to put the sensor on correctly by applying the gel and after five minutes adhering it to the reservoir. They tried different lot numbers of the level pads. After multiple and random alert events a new sensor was used but the erroneous alerts still persisted. The staff was observed putting the sensor and pad on correctly and the alert issue still persisted. The field service representative (fsr) could not duplicate the reported complaint. He replaced the level sensor and the level sensor module. The unit operated to the manufacturer's specifications. The level sensor that was replaced was: part number: 195215, UDI: (B)(4).

Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint was confirmed. Per data log analysis, the log only went back to 20jul2022 at 19:30:07 due to many 'alarm probe status change' events. The status was changing between coupled and disconnected. This would cause a 'level disconnected' alert when level detection was turned on. The log confirmed random alerts were occurring. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on 20jul2022 the manufacturer was notified of an ongoing problem with the heart lung machine (hlm) at the user facility, whereby they were receiving random level sensor alarms during cardiopulmonary bypass, on multiple occasions. The sensor and module were eventually replaced by the field service representative, but there was no change-out during the procedure, no delay, no blood loss, and no adverse event.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) visually observed that the yellow level sensor tip was not smooth. The pst connected the level sensor and module to lab use only (luo) testing equipment. Both the level sensor and the module passed release testing. They were then monitored for 24 hours with no observation of any random alarms. It was determined that the level sensor and the module met specification.